Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire would not retract or advance. During an ablation procedure to treat atrial fibrillation (af), a farawave catheter was selected for use. The left posterior pulmonary veins were successfully ablated, and the device was deployed in flower formation to the right superior pulmonary vein. With the rosen .35 wire just barely sticking out the tip of the device, the physician slightly undeployed and redeployed the device. It was noted that the guidewire would not retract or advance. The catheter was undeployed and withdrawn from the patient anatomy. The guidewire was stuck in the device and unraveling when pulled on, tissue was observed on the guidewire (see photo). The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Event description:
It was reported that the guidewire would not retract or advance. During an ablation procedure to treat atrial fibrillation (af), a farawave catheter was selected for use. The left posterior pulmonary veins were successfully ablated, and the device was deployed in flower formation to the right superior pulmonary vein. With the rosen .35 wire just barely sticking out the tip of the device, the physician slightly undeployed and redeployed the device. It was noted that the guidewire would not retract or advance. The catheter was undeployed and withdrawn from the patient anatomy. The guidewire was stuck in the device and unraveling when pulled on, tissue was observed on the guidewire (see photo). The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon device return and inspection, it was noted that the catheter was returned with an unraveled guidewire still inserted. Some tissue was visibly stuck between the guidewire and the guidewire lumen at the tip of the spline cage, preventing the movement of the guidewire. Deployment of the device was functional. The reported event was confirmed.